Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed and the issue was noted to self-resolve. There were no patient consequences.